Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a rf pic failed self-test alarm from the insulin pump. The customer's blood glucose level was 300+ mg/dl. The customer stated that the pump would give a restart and read rf pic failed self-test. The customer was advised to disconnect and remove the reservoir from the pump. The customer was advised to perform rewind process again. The customer was advised to program a normal bolus into the air. The customer stated a temporary basal was programed before the rewind process. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty remote frequency no unexpected restart noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.